Event description:
Report rec'd on 10/25/2011 that a monarc sling was implanted on (B)(6) 2007, "to sling my bladder." Report states that the "procedure did not help." A second surgery was done, another MFR's t-sling was implanted to sling my bladder again in 2007. There was a third surgery in 2007 to remove the sling. Reportedly, the sling was "protruding through" the pt's vaginal wall. It was also indicated that the pt has ongoing incontinence problems and had bladder testing performed at a "health center and found that the bladder was very large and not emptying properly. Resulting in cathetering 2-3 times daily."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.